Event description:
The capio device failed to work properly and second time it was used during the procedure. The device failed to assist in the placement of suture material at the operative site. MFR: please note that we do not send products to the MFR.